Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture. An x-ray revealed that the lead had dislodged. Subsequently a revision procedure was performed where the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4)3. The product has been received for analysis. This report will be updated upon completion of analysis.